Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device was manufactured more than fifteen (15) years ago (2003), therefore, the device history records for this device could not be confirmed. The root cause of the issue could not be conclusively specified. Since eighteen (18) years have passed since the device was manufactured, it was estimated that the fan had suffered a wear failure.

Manufacturer narrative:
The device evaluation found that the issue with the fan displaying a 337 error was due to the fan blades binding. The fan did not work and was too noisy. The power adapter shield was bent on the rear pane and the top cover right pane was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified the fan was displaying a 337 error. No patient involvement was reported.